Manufacturer narrative:
A2. Age at time of event: 18 years or older. E1. Initial reporter facility name: (B)(6). Device evaluated by MFR.: a mustang 6mm x 4cm, 24atm, 75cm was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. A longitudinal tear was identified in the balloon material. The tear measured approxamately 33mm in length and extended from a position 1mm distal of the proximal markerband to 2mm proximal of the distal markerband. An examination of the balloon material and markerbands identified no issues which could potentially have contributed to this complaint. A visual and microscopic examination observed no damage to the tip of the device. A visual and tactile examination found no kinks or damage to the shaft of the device. Both markerbands were undamaged and present on the shaft of the device. No other issues were identified during the product analysis.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in a vein of the upper limb . A 6.0 x 40, 75cm mustang balloon catheter was advanced for dilatation. However, when the device was inflated to 6 atmospheres, the balloon was leaking gas and ruptured. The device was simply pulled out and the procedure was completed with another of same device. There were no patient complications reported and the patient status was stable.

Manufacturer narrative:
Age at time of event: (B)(6). Initial reporter facility name: (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in a vein of the upper limb . A 6.0 x 40, 75cm mustang balloon catheter was advanced for dilatation. However, when the device was inflated to 6 atmospheres, the balloon was leaking gas and ruptured. The device was simply pulled out and the procedure was completed with another of same device. There were no patient complications reported and the patient status was stable.